Event description:
Pt stated his pump is off; sn (B)(4), due 05/21/2019, cadd legacy. States he always runs pump until it's at 5% left in cassette. Pt looks at cassette and can tell there is at least 10 to 12% left. Feels pump is not running at proper rate. No other issue with back up pump. No adverse event as result but wants pump replaced. He doesn't want to use it. Shipped replacement with return box. No further info. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned? Yes. Did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.